Manufacturer narrative:
An event regarding a dislocation involving a trident eccentric liner was reported. The event was not confirmed. Device history review: review of the device history records indicates all devices accepted into final stock met specifications complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was revised from a zimmer acetabulum for recurrent dislocation to a stryker tritanium revision cup on (B)(6) 2015. Patient dislocated again, so surgeon decided to revise again, this time using a trident constrained liner in same acetabular implant. Nothing was loose or broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was revised from a zimmer acetabulum for recurrent dislocation to a stryker tritanium revision cup on (B)(6) 2015. Patient dislocated again, so surgeon decided to revise again, this time using a trident constrained liner in same acetabular implant. Nothing was loose or broken.